Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set fell off event on 19-may-2024, 22-may-2024 and 30-may-2024. The infusion set was in use for 5 hours, 7 days and 3 days respectively. The glucose level was high (specific value unknown) and the treatement was correction injection via mdi. No further information available.